Event description:
It was reported to boston scientific corporation that a nasobiliary catheter with jagwire device was used during a procedure performed for drainage of the bile duct. According to the complainant, the tip of the jagwire of the tube kit detached during the procedure. They retrieved the fragment of the jagwire with a balloon device from the patient. The procedure was able to be completed with this nasobiliary catheter with jagwire device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The reported complaint of the tip of the jagwire detaching was confirmed. It was observed that approximately 4.5 cm of the pebax section was detached / separated from the core wire. The exposed wire shows evidence of adhesive along its length were the pebax tubing section is missing. This suggests that pebax tubing was properly bonded at the time of manufacture. Under magnification, the attached pebax surface appears to exhibit clear indications of having been skived by some type of device. The root cause of failure could not be determined with certainty. The customer did not allege having seen any damage prior to use; the customer noticed the deficiency reported during the procedure. Based on the evaluation of the returned device, the most probable root cause for the reported failure is that it was caused by another device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a nasobiliary catheter with jagwire device was used during a procedure performed for drainage of the bile duct. According to the complainant, the tip of the jagwire of the tube kit detached during the procedure. They retrieved the fragment of the jagwire with a balloon device from the patient. The procedure was able to be completed with this nasobiliary catheter with jagwire device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.